Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d1, d2, d3, d4, g4-510k: this report is for an unknown screws: locking: trauma/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: bekmezci & çepni (2023), subgroups and differences of fixation in 3-part proximal humerus fractures, ulus travma acil cerrahi derg vol. 29 (no.5), pages 627-632 (turkey). The study aimed to determine the morphological differences of three-part proximal humerus fractures, the group in which plate screw fixation is most frequently used, and to evaluate the functional and radiological results of the methods applied for different subgroups. During the study, a total of 29 patients (6 male and 23 female) with a mean age of 64 years were included in the study. The patients were in three groups according to their fracture types. Group 1 (8 patients) with valgus impaction fracture, group 2 (11 patients) with easily achieved stability after reduction, and group 3 (10 patients) with procurvatum varus angulation, a significant displacement between fragments, and in whom medial cortical continuity was not maintained without fixation. These patients had a 3-part proximal humeral fractures treated with the deltoid split minimally invasive plate-screw osteosynthesis (ds-mipo) technique, where fixation was completed with an anatomical 5-hole proximal humerus plate placement under the subdeltoid tunnel and locking screws (philos, depuy synthes). All patients were followed for an average of 27.6 months. The following complications were reported as follows: (n=3) early screw migration was present (n=1) late screw migration this report is for an unknown synthes screws. A copy of the literature article is being submitted with this medwatch. This is report 1 of 1 for (B)(4).